Event description:
It was reported that the aim of this study was to evaluate device performance, as well as peri- and postoperative outcomes of patients who received a s-ICD after transvenous lead extraction (tle) in direct comparison to patients who underwent de-novo s-ICD implantation at a tertiary care center during the same time period. There was one case in each group, in which electrode and pg repositioning did not lead to successful defibrillation testing and where the s-ICD was consequently explanted. It was reported that postoperative complication rate was low with one pocket hematoma in the tle group and one case of inappropriate therapy (iat) the day after surgery due to residual air in the device connector head and subsequent artifact sensing. During follow-up, the most common complication was inappropriate s-ICD therapy. In the de-novo s-ICD group the leading cause for premature device explanation was pocket infection, which was followed inappropriate therapy despite reprogramming and due to ineffective therapy. There was one case of lead dislocation in the de-novo s-ICD group. Three of the 3401 electrodes were explanted due to a pocket infection, while one infection was treated, three electrodes were explanted due to inappropriate shocks, while ten experienced inappropriate shocks but remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem.

Event description:
It was reported that the aim of this study was to evaluate device performance, as well as peri- and postoperative outcomes of patients who received a s-ICD after transvenous lead extraction (tle) in direct comparison to patients who underwent de-novo s-ICD implantation at a tertiary care center during the same time period. There was one case in each group, in which electrode and pg repositioning did not lead to successful defibrillation testing and where the s-ICD was consequently explanted. It was reported that postoperative complication rate was low with one pocket hematoma in the tle group and one case of inappropriate therapy (iat) the day after surgery due to residual air in the device connector head and subsequent artifact sensing. During follow-up, the most common complication was inappropriate s-ICD therapy. In the de-novo s-ICD group the leading cause for premature device explanation was pocket infection, which was followed inappropriate therapy despite reprogramming and due to ineffective therapy. There was one case of lead dislocation in the de-novo s-ICD group. Two of the 3401 electrodes were explanted due to a pocket infection, while one infection was treated, two electrodes were explanted due to inappropriate shocks, while seven experienced inappropriate shocks but remained implanted. No additional adverse patient effects were reported.